Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Patient ID/initials, age/date of birth and weight are unknown. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) screw driver shaft t25 (part 03.689.001) was received for manufacturing investigation. The article is in a used condition with the tip t25 screwdriver broken off. During manufacturing investigation, the hardness and the material cross-section was tested and measured. According to the results, no deviations from the specifications were identified. The relevant product drawing was reviewed with no deviations found. The broken tip was caused by mechanical overloading with no manufacturing related issues identified and/or confirmed. No indications for product-related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 18 january 2013, (B)(4). No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the surgeon was using the screwdriver for the 6.0 screw when it broke. On the same surgery, a pedicle probe was found with a twisted tip. The surgery was not prolonged. Patient was not affected. The pedicle was already twisted, it did not happen during surgery. All broken off fragments were removed, the surgery was successfully completed. This complaint involves 1 parts. This report is 1 of 1 for (B)(4).